Event description:
It was reported that this right ventricular (rv) lead became dislodged. This resulted in loss of capture (loc), under sensing, and variable impedances. It was noted that this lead had been implanted in the left bundle branch (lbb), which was considered to be off-label use at the discretion of the physician. This lead was explanted and disposed at the hospital. A new rv lead was successfully placed. No additional adverse patient effects were reported.